Event description:
A surgeon reported that during a vitrectomy procedure, air was not infused from the infusion cannula during fluid/air exchange. There was no pt impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).